Manufacturer narrative:
The investigation for the hemolysis and the positioning issue has been completed. Pump was not returned for evaluation. Data logs were investigated and "impella in aorta" alarms were observed. No suction or motor current spikes were observed. As per the provided clinical information, the pump was found to seated in the papillary muscle. Due to the improper positioning of the pump, hemolysis was observed. After repositioning the pump, hemolysis resolved. Therefore, the root cause of the hemolysis issue was improper positioning due to improper technique. Data logs showed "impella in aorta" alarms. Echo confirmed pump out of position as per clinical. Therefore, the root cause of the positioning issue was most likely use related to improper technique. Corrections to the initial MDR MFR report. D4: corrected model number. Added: d6a/d6b. F6/f8 should have been left blank. G1: corrected MFR site name and address. H6 med dev prob code 2993 listed in error.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 38-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient had bleeding/oozing without hematoma out of the impella access site. The nurse redressed the site and performed angle matching and the bleeding resolved. Additionally, the patient had red urine. Echo confirmed the pigtail appeared to be in papillary and inlet measuring 2.1 from annulus. The impella was repositioned, and the hemolysis started to clear up.